Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using glidepath dialysis catheter. On (B)(6) 2025, sometimes post procedure, the catheter expelled out from patient body. There was no reported patient injury.

Event description:
A patient underwent a dialysis catheter placement procedure using glidepath dialysis catheter. On (B)(6) 2025, sometimes post the procedure, the catheter expelled out from patient body. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation and one photo was provided for review. The photo shows a partial view of the catheter in which the red and blue luers can be noted. On the blue luer clamp ,1.6ml marking can be seen. The tip of the catheter body is bloody. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The tissue cuff was intact. No evidence indicating loose fitting was noted near the tissue cuff. Both extension legs were still attached to the bifurcate of the catheter. Therefore ,the investigation is inconclusive for the reported expulsion issue as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use and exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.